Event description:
Pt reported experiencing high blood glucose (346 - 540 mg/dl). Pt self-treated high blood glucose by setting a temporary basal rate increase of 50%, as well as by programming a 15u bolus. Additionally, pt self-diagnosed diabetic ketoacidosis, indcating that the pt could tell when pt was in dka. Pt sough no additional treatment for high blood glucose.